Event description:
Customer reported receiving a no delivery alarm. Customer's blood glucose reading at the time of the call was 428 mg/dl and has treated with a manual injection. Customer stated that it looks as if the piston is stuck because it does not go all the way down when rewind is complete. Customer's blood glucose reading at the end of the call was 202 mg/dl and stated that they have a back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime and excessive no delivery test. The device was received with cracked display window corners, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.